Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a normal follow-up. The device exhibited inappropriate auto mode switch episodes due to far r-wave and atrial oversensing. The device was reprogrammed. The device exhibited additional atrial oversensing on (B)(6) 2016 due to a lv capture confirm test. The device was reprogrammed and lv capture confirm test was disabled.